Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 210 mg/dl. The customer reported that she resolved the no delivery alarm by complete set change. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer request for replacement of the insulin pump due to lack of confidence.